Manufacturer narrative:
Concomitant medical product: addrl1, ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right atrial (ra) lead exhibited inappropriate pacing activity in the right ventricle and inappropriate capture of the ventricular myocardium. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.